Event description:
The device was used during a laparoscopic right inguinal herniography. Upon insertion and retraction of the trocar the surgeon noted excess blood on the tip of the instrument. Further examination revealed excessive bleeding. The procedure was converted to a laparotomy. Lacerations to the right iliac artery, vein and a perforation of the small bowel were observed. The surgeon transfused six units of blood and performed a segmented resection and graft to repair the damage. The pt was discharged on 9/30/96 without further complications.